Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event requiring medical intervention, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that he dosed off of his cgm which was at 72mg/dl instead of doing off of their bg reading. The patient declined to go to the hospital and his wife called the paramedics after 15 minutes as the glucose dosage was not moving fast enough. The paramedics arrived checked the patient's bg at 33mg/dl. They confirmed the patient was well enough and no treatment was necessary. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. The reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. However, a definitive root cause for the inaccuracy and hypoglycemia cannot be determined.